Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: b5, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The broken ceramic insulation piece was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, as for the technical cause, the damage of the insulation material of the sheath was potentially caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. In general, the customer is required to check the function of all devices used prior to a procedure. According to the IFU (instruction for use), a suitable replacement device must be provided during an application. Additionally, the IFU states, the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The OEM will continue to monitor complaints for this device.

Event description:
The territory sales manager was informed by the user facility that the ceramic tip of the inner sheath broke off inside the patient's bladder in the middle of a therapeutic transurethral resection of the prostate procedure. The broken tip was recovered using grasping forceps and the procedure was completed using another like device. No other devices were replaced. The patient did not have any anatomical challenges that could have lead to inadvertent excess force being used (and contributing to the device damage). No death or serious injury was reported.

Manufacturer narrative:
The referenced sheath was returned to the service center for evaluation. The reported "distal tip is broken off" was confirmed as a large portion of the ceramic insulation at the sheath's distal end was broken off and missing. The sheath was repaired and returned to the user facility. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. To mitigate the risk of patient injury and device damage, the instructions for use (IFU) provides the following: "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.

Event description:
The territory sales manager was informed by the user facility that the ceramic tip of the inner sheath broke off inside the patient's bladder during an unspecified therapeutic procedure. The broken tip was recovered and the procedure was completed using a similar device. No death or serious injury was reported.